Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that there was an open between two pins inside of the interface (umbilical) cable. The cable was noted to pass visual inspection.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when the imaging system was turned on, frame rate error message was displayed. Site mentioned that the umbilical cable has a scuff on it and appeared worn. There was no patient present at the time of the issue.